Event description:
On (B) (6) 2010 a male pt, that exhibited a tortuous anatomy, especially the iliacs and externals, went for an aaa repair. The physician assessed the right side access with a dilator from a 16 french sheath. The dilator passed and the physician called for the zenith main body. The physician was struggling to get the system up. The company representative (rep) was present and observed the physician's forward pushing of the device, slid the sheath forward, creating a gap between the dilator tip and sheath, i.e. There was no longer a smooth transition from the dilator to the sheath. The rep noted that the physician was pushing very hard and observed the end of the device coiled up towards the area of where the dilator tip was on the screen under x-ray. The physician brought the device back out and the transition looked okay, so the rep then asked for the sheath to be pulled back over the dilator about 1cm. The transition looked good again, but the sheath looked like it was stressed due to the tortuosity. The physician was concerned that it wasn't going to work. The pt's blood pressure was in question because the anesthesia was giving something to bring it back up. The pt's belly was noted to look distended and the contrast run to assess if the aorta had ruptured, did not include the external. The physician quickly got the coda balloon up and clamped the aorta at the renal from the left side and converted to open repair. The rep did not stay for the open repair. Received additional info on april 01, 2010. When the physician pulled the device out after an unsuccessful attempt to get the system up, the lunderquist wire came out with the device. The pt expired on (B) (6) 2010. No additional info has been provided by the rptr.

Event description:
Customer reports lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Dr. Had difficulty programming shunt before putting it into pt. He had a difficult time programming it and suspected there may be something wrong with the shunt. He wanted this one checked and not put back on supply shelf in case there is something wrong with it.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Corrected manufacturing site.